Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 90 to 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of lo and lo. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is (B)(6) 2015. (B)(6). Adverse event not reported.